Event description:
Same patient as MDR ID 2134265-2012-02237. It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via femoral artery. The lesion was moderately tortuous and severely calcified. It was 80% stenosed. Difficult positioning of a non-bsc guiding catheter without good hold. Positioning of a non-bsc guidewire in the left anterior descending artery (lad), due to lack of support, this was exchanged during intervention against another non-bsc guidewire. Pre-dilatation of lad stenosis with an apex 2.5 x 15 balloon and after that with an apex 3.0 x 15 mm balloon. Despite multiple pre-dilatation a 3.0 x 20 mm promus element could not be successfully advanced into the calcified stenosis region. After repeated pre-elongation with a quantum 3.0x15 balloon finally a non-bsc stent could be placed. The angiographic result was good. During intervention two 3.0 x 20 mm promus element stents could not be placed, both stents showed stent damage. No patient complications were reported. The patient's status was reported as stable.

Event description:
Same patient as MDR ID 2134265-2012-02237. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via femoral artery. The lesion was moderately tortuous and severely calcified. It was 80% stenosed. Difficult positioning of a non-bsc guiding catheter without good hold. Positioning of a non-bsc guidewire in the left anterior descending artery (lad), due to lack of support, this was exchanged during intervention against another non-bsc guidewire. Pre-dilatation of lad stenosis with an apex 2.5 x 15 balloon and after that with an apex 3.0 x 15 mm balloon. Despite multiple pre-dilatation a 3.0 x 20 mm promus element could not be successfully advanced into the calcified stenosis region. After repeated pre-elongation with a quantum 3.0x15 balloon finally a non-bsc stent could be placed. The angiographic result was good. During intervention two 3.0 x 20 mm promus element stents could not be placed, both stents showed stent damage. No patient complications were reported. The patient's status was reported as stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Most of the stent damage is towards the proximal end of stent, the struts are both squashed, twisted and damaged. Fiber strands were embedded in the damaged area of the stent. It is noted that these fibrous strands are not related to the complaint incident. All crimped stents are 100% visually inspected for the presence of fibrous material on each stent. The stent has moved approximately 4 mm over the distal marker band. The outer diameter (od) of the damage found on the stent struts rows was approximately 1.79 mm. The stent area where no damage met specification. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked 60mm from the midshaft hypotube bond. Contrast media was present in the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).